Event description:
Customer reported that after about a day of wearing the subject device she had a blood glucose result of over 400 mg/dl (exact time was not reported). Her husband noticed that the back of her shirt where the product was being worn was all wet. Although she couldn't feel wetness on her skin, the shirt smelled of insulin. When the device was removed, she observed that the cannula was not inserted properly into the infusion site.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the product condition. The customer observed that the cannula was not properly inserted in the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." It advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."